Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited cassette not properly attached alarm. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Functional testing was performed. Pump turned on, disposable attached, no disposable and power down alarm messages were found in the pump's event history logs. The reported issue could not be duplicated; however, the downstream sensor was replaced as preventative measure.